Event description:
Philips received a complaint on the defibrillator indicating that the device need to replace battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Available details indicated that the customer requested a battery replacement as preventive maintenance because the device's battery had expired. No malfunction was reported by the customer. The order has not yet been processed, and the battery replacement is currently in the service department.